Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The complaint file was opened from a literature report. Not enough information was provided in the report for further investigation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported via a literature article that glistenings appeared more frequently and in larger quantities in lenses following intraocular lens (iol) implant procedures. The increase was observed between the 2 year and 3 year visits. The presence and quantity of glistenings did not correlate with visual performance or subjective visual quality.